Event description:
It was reported to boston scientific corporation that a mantis clip was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) for ampullectomy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. Additionally, the handle split into its clamshell components and the internal wire broke loose. It was retrieved back by pulling through the catheter. After repeated attempts to deploy the clip, it was decided to cut the catheter with wire cutters and leave the device in the patient while coming back alongside with an esophagogastroduodenoscopy (egd) scope. Using an egd scope, they struggled with visualization but despite challenging visualization, another attempt was made to separate the clip from the catheter by inserting a guidewire down the inner channel of the clip to attempt to put pressure on the clip itself while holding the catheter fixed. However, this attempt was still unsuccessful. A duodenoscope was then reintroduced, and a rat tooth forceps was used to work on loosening the clip jaws on the site. Subsequently, a hurricane balloon was then introduced and inserted into the gap between the clip jaws and inflated in an effort to force the jaws open on the site of placement. Following the hurricane dilation, the rat tooth forceps were then introduced to loosen the jaws further and the clip successfully released from the tissue. The device was removed, and the procedure was completed with two non- boston scientific clips. It was reported that a bleeding occurred due to these events. The patient was expected to have fully recovered. Note: the complainant reported that the clip was used with a duodenoscope. However, according to the instructions for use (IFU), "the mantis clip is designed to be compatible with forward-viewing endoscopes with working channels equal to or greater than 2.8 mm".

Manufacturer narrative:
Block h2: correction: block b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), e1 (initial reporter first name), h1 (type of reportable event), and h11 (additional MFR narrative) have been corrected. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Mdrf impact code f2301 captures the reportable event of using additional devices to release the clip from tissue.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used for ampullectomy during an endoscopic retrogradecholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician attempted to use a mantis closure device to address a small area of compromised tissue but faced several complications. The clip failed to deploy properly, and the handle broke, leading to multiple attempts to remove the device. Eventually, the clip and catheter were cut and left in the patient temporarily. Using an egd scope, the team struggled with visualization but managed to release the clip using a combination of forceps and a balloon. The mantis clip and catheter were successfully removed, and the procedure was completed with the placement of two microtech short stem clips. There were no known patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was expected to fully recover.